Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that approx. In (B)(6) 2025 the user fell more than once while learning to walk. On one of these occasions, she fell down hard, sustaining head trauma on the other side of the implant. A second measurement will be done in 2 weeks.

Event description:
The mother reported that approx. In (B)(6) 2025 the user fell more than once while learning to walk. On one of these occasions, she fell down hard, sustaining head trauma on the other side of the implant.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.